Event description:
I have used alcon clear care solution contact case. And disc for a long time. On and around (B)(6) 2022 I started to have problems with eyes and contacts. I tried about four different contact lens and finally set up an appointment to see my eye doctor. Before I went, I looked at the case and the insert that has a disc at the bottom. Looking closely two of the discs appear to have rust (brown substance) on them. I contacted alcon and have never heard back from them. I have the disc with the rust. I had two eye doctors' visits and after a week I returned to wearing contacts. The doctor cleared me to go back to driving (I don't have (eyeglasses). I would be willing to cut off a piece and have it analyzed to see what the material is. I am not sure I just know it was painful. I am sure that I am not the only one that has had this happen. If you not looking you might miss the rust. Let me know if you need anything else.